Event description:
It was reported that the device had damaged module latch. There was no patient involvement.

Manufacturer narrative:
Annex b: b22. Annex c: c20. Annex d: d16. Annex b: b01. Annex c: c16. Annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of module latch ¿ damaged was confirmed. On 29-august-2024, 3 lvps, 1 syr, 2 pcus were received unboxed and with paperwork. 3 lvps, 1 syr, 2 pcus when tested passes asm functional testing. Internal inspection confirmed that there was a module latch ¿ damaged. Noted issue(s) were corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center for 303372972, 303335843. Recommend bd san diego repair center replace module latch for 303584577, 303579153, 303356057, 303365815. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had damaged module latch. There was no patient involvement.